Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 occurred, and the rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e226 and the image abnormality when shaking the boot section occurred due to a component failure of the universal cable and the rigid tube was dented due to a component failure of the rigid tube should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the rigid video laparoscope had an image abnormality when shaking the boot section during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.